Manufacturer narrative:
(B)(4).

Event description:
It was reported there was telemetry issues during recharging. An overdischarge was suspected. A physician mode recharge was attempted. Add'l info indicated they were unable to restore the ins. The pt had been in a rehabilitation facility due to a stroke and was considering an ins replacement with a non-rechargeable device when she gets released from the rehabilitation facility.

Manufacturer narrative:
Continuation: product ID 377860 lot# v295360029, implanted: (B)(6) 2009, product type lead; product ID: 377860, lot# v299383009, implanted: (B)(6) 2009, product type lead; product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer; patient product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic/interact pain (trunk/limbs). The consumer reported that the patient¿s implant quit working/failed about 3 months after she got it. The consumer reported that manufacturer¿s representatives (rep) tried to ¿restart¿ the implant battery twice for 3 months but that didn¿t work. The consumer reported that the patient then became ill and over the 8 years declined so much that she was too sick to have surgery to get the implanted components removed. The consumer reported that the patient died on the day prior to the report. The reason for death/death was not related to the device or therapy. No further complications were reported.